Event description:
Livanova deutschland received a report that the s5 roller pump 150 displayed encoder error during priming. There was no patient involvement. Loan device will be sent to customer.

Manufacturer narrative:
Patient information were not provided. Livanova deutschland manufactures the s5 roller pump. The incident occurred in germany. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2016. Based on livanova technical intervention and investigation results for similar events, the reported issue can be solely due to a defective shaft angle encoder.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported issue. The failure was traced back to a defective rotary encoder that was replaced in order to solve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.